Manufacturer narrative:
Customer service responded via email, requesting that the customer contact them so that her issue could appropriately be addressed. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she was prescribed an antibiotic/anti-fungal compound for the blisters on her nipples. The customer indicated that the blisters, though scabbed, are better and she has gone back to using the 24 mm personalfit [non-flex] breast shields without issue. The customer was transferred to customer service, who sent the customer additional 24 mm personalfit [non-flex] shields. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to (B)(6) and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2019, the customer alleged to medela llc via email that the "canal is way too short" on the 24 mm personalfit flex breast shields which she used with her pump in style breast pump. She further alleged that her nipple repeatedly hit the connector to the point where she developed blisters at the end of her nipples. She indicated that she does not experience this issue with the 24 mm personalfit [non-flex] breast shields, so she is confident that the issue is not related to the size of the shield.